Manufacturer narrative:
(B)(4) MDR.

Event description:
(B)(4) MDR - it was reported that when this device was interrogated, and error message regarding an excessive current drain was noted. It was not possible to do a memory dump. The battery measured "ok" and eri at 0m 0y.